Event description:
A hospital in (B)(6) reported via our distributor that the resistance of the expiratory heater wire of an rt204 adult dual heated breathing circuit was high. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt204 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was electrically tested with a multimeter. Results: the electrical resistance of the expiratory heater wire of the returned breathing circuit was found to be outside specification for this product, confirming the reported fault. A lot check revealed no other similar complaints for this lot number. Conclusion: high resistance in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire developed the fault post production, possibly as a result of a weak crimp connection.